Event description:
It was reported that double beep no cassette (during testing/no patient injury).

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal and physical condition were all intact upon receipt. Error codes were found in the ehl (event history log). The customer reported issue was not duplicated during the investigation. Root cause of the reported issue is unknown, as the reported issue was not duplicated. Recommended that the downstream sensor be replaced preventively. The returned product is beyond 12 years from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: d4: correction: model number: 6400, d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: unknown.